Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon ruptured in the operating room (or). There was no reported injury to the patient.

Manufacturer narrative:
(B)(6). Serial #: (B)(6). Lot #: 3000070487. The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. The extender tubing was also returned. The extracorporeal tubing was returned cut. The cut portion of the tubing was not returned. The catheter was found to be completely separated within a kink near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was also found to be broken at this location. An underwater leak test of the balloon was performed and two leaks were detected on the membrane at the same location on opposite sides approximately 8.9cm from the iab rear seal measuring 0.038cm & 0.1cm in length. The reported problem was most likely triggered by the leaks found on the membrane. The penetration found on the membrane appears to have been caused by a sharp object. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon ruptured in the operating room (or). There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the balloon ruptured in the operating room (or). There was no reported injury to the patient.

Manufacturer narrative:
This product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed, a supplemental report with our findings will be submitted. Complaint record # (B)(4).